Manufacturer narrative:
Per the clinic, the patient was prescribed both IV and oral antibiotics (specific date not reported). The swab test (specific date not reported) revealed presence of klebsiella pneumonia and corynebacterium amycolatum. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/stimulator. Subsequently, the patient was treated with antibiotics on (B)(6) 2025 (specific type and duration not reported) and the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report.